Event description:
It was reported the patient experienced overdose-type symptoms. The patient presented to the emergency room (ER) early on the morning of this report with symptoms including pinpoint pupils and respiratory depression. It was noted the manufacturer representative was asked to come to the ER to turn the pump off. It was further reported the pump managing physician did not think symptoms were because of the pump. It was noted the patient also had a heart issue and was on something like ¿30 other medications.¿ it was unknown whether naloxone was given or how the patient¿s symptoms were treated in the ER. The patient was admitted to the intensive care unit (ICU) and they were thinking of starting the pump at a lower rate once the patient¿s symptoms subsided. It was noted the patient was on 0.24 mg/day of 5 mg/ml of morphine. It was further reported they may just put the pump on minimum rate for now and the patient was on a lower dose ¿some time ago¿ and believed they changed the dose and concentration on (B)(6) 2014 to the current dose. T he current pump reservoir volume was 18.5 milliliters (ml) according to the printout, but they did not actually aspirate the pump to find out if the volume matched. It was further reported the patient was still in the ICU on (B)(6) 2014 and the physicians did not feel that the patient's symptoms or conditions were related to the pump, since they had programmed "stop pump" for two days, then programmed the pump to minimum rate on (B)(6) 2014. It was noted the patient had no improvement in symptoms while the pump was off. It was also reported they had not done any further troubleshooting since the managing physician for the pump did not have hospital privileges and they had not located a doctor in the hospital who could work with the pump. Volumes had not been checked and no plans had been made to check them until the patient recovered enough to be seen at the managing physician¿s clinic. It was believed imaging had not been performed. It was also reported the patient was stable, but still in the ICU with the pump running at minimum rate. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).